Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicted the helix of the lead became extrinsically distorted due to pull ing/stretching/overstress. Visual analysis of the lead indicated apparent explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: 4968-25 lead, implanted on (B)(6) 2019; w1dr01 ipg implanted on (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the epicardial right ventricular (rv) lead exhibited a confirmed fracture. The lead was inactivated, as well as the right atrial (ra) lead and implantable pulse generator (ipg) and replaced. It was further reported that the replacement right atrial (ra) lead exhibited a positioning difficulty and the helix was stuck in the posterior valve leaflet. The lead was explanted and replaced two days later. No patient complications have been reported as a result of this event.